Event description:
The lay user/pt contacted lfs alleging an error 2 message using the ultralink meter. The pt did not seek any medical attention or contact their physician for assistance. The technique of applying blood on the test strip is incorrect. Pt retested using the proper technique and issue was not resolved. Meter was replaced. The complaint is being reported due to the alleged issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.